Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated issues minimed mobile application. The application was unresponsive. No harm requiring medical intervention was reported. The troubleshooting was performed. There is no indication that the issue is resolved. It is unknown if the customer has continued using the device. The insulin pump will not be returned for product analysis.